Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the pump is not delivering insulin properly. The customer had unexplained high blood glucose readings over the weekend. The customer's blood glucose was 6.7 mmol/l. The customer woke up with a blood glucose of 26 mmol/l was felt ill. The customer does not feel comfortable with the pump and will be sent a replacement.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.